Event description:
(B) (4). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient experienced silent ischemia and restenosis. The target lesion was located in the distal left anterior descending coronary artery (lad). It was treated with placement of an unknown size taxus express2 stent. At 291 days post index procedure, the patient had a 9 month follow up visit, and it was reported that there were no anginal symptoms. However, 10 days later, the patient had follow up angiography which confirmed restenosis of the index lesion. There was timi-3 flow and the patient did not have ischemic symptoms. At 7 days later, the 74.8% stenosed, 8.1mm long, non-thrombus lesion located in the distal lad with a reference vessel diamter of 1.95mm and a minimum lumen diameter of 0.49mm was treated with a cutting balloon. Final outcome was timi-3 flow, 16.8% residual stenosis, target vessel diameter of 1.98mm and 1.65mm minimum lumen diameter. The event was reported to be improved and the patient discharged the next day. At the patient's 1 year follow up, 24 days later, no anginal symptoms were reported.

Event description:
It was further reported that the patient's presenting condition at the time of the index procedure was stable angina (ccs class 1). Cardiac catheterization revealed the target lesion was visually 75% stenosed (core lab analysis: 44.4mm) and 25mm long with a reference vessel diameter of 2.5mm and timi-3 flow. The lesion was treated with predilation and placement of a 2.75x28mm taxus express2 stent and post dilation resulting in visually 25% residual stenosis (core lab analysis: 11.5mm). Timi-3 flow was maintained. A non target lesion in the left a trial ventricular artery was treated with a non-bsc stent. The patient was discharged 2 days later on bayaspirin and panaldine. At the time of the event, silent ischemia was diagnosed using coronary angiography. The lesion found at this time was visually 80% stenosed (74.8% via core lab analysis) 15mm long with a reference vessel diameter of 2.7mm. Following treatment, residual stenosis was 0% (16.8% via core lab analysis). Timi-3 flow was maintained. Silent ischemia was reported to be "subsided" 1 day later.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4)

Manufacturer narrative:
(B)(4).